Event description:
Event description boston scientific received information that this right ventricular lead exhibited loss of capture. A lead revision procedure was performed as dislodgement was suspected. During the procedure, it was noted that the lead had body fluid in the proximal portion. Upon inspecting the lead, it was inadvertently cut and was therefore explanted and discarded. The device was returned to determine of the blood infiltrated through the set screws. The atrial lead was then moved to the ventricle and a new single chamber device was implanted.